Event description:
A voluntary MDR/medwatch report was received on 07/24/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to the maude report, the patient reported sometime in 2024, she experienced significant issues with hypoglycemia, with her glucose levels often dropping into the 60s, 50s, and even 40s. During this time, she noticed a concerning discrepancy between the readings from my dexcom receiver and the fingerstick tests conducted in the hospital. The dexcom readings were consistently off by 10 to 15 points, which raised concerns about the accuracy and reliability of the device during critical low glucose episodes. The patient described additional instances where the dexcom sensor did not respond, resulting in no alert despite glucose levels being in the 60s mg/dl. No further details regarding treatment or clinical evaluation were documented. The patient declined to provide additional information about these events. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 10 to 15 points. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Voluntary MDR/medwatch report number mw5172476. Please see the following related complaint records (B)(4).